Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited a single out-of-range pace impedance measurement. It was noted that the patient had a history of stable ra impedance measurements, and the presenting electrogram (egm) appeared appropriate. Technical services (ts) discussed possible causes including the spring contact. Troubleshooting options discussed included continued monitoring and vvi programming around the ra lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited a single out-of-range pace impedance measurement. It was noted that the patient had a history of stable ra impedance measurements, and the presenting electrogram (egm) appeared appropriate. Technical services (ts) discussed possible causes including the spring contact. Troubleshooting options discussed included continued monitoring and vvi programming around the ra lead. This ICD remains in service. No adverse patient effects were reported.